Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked reservoir tube window and cracked case from reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the reservoir are was cracked. Customer stated that the reservoir was able to lock in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.